Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00590102000, lot 64558424. Item 00590102100, lot 64152317. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00413, 0001822565-2021-00414.

Event description:
It was reported that uka was performed with ppk and when the drill pin was inserted into a pin hole of tibia cut guide drill pin broke and it was stuck in the pin driver. Subsequently, jacobs chuck instead of the driver was used to complete the procedure.